Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. Double feeding occurred. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip. Evaluation summary: the analysis result for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and fed 1 conforming clip and 1 clip malformed due to an advancer bypass. In addition, the orange indicator did not show up. The instrument was disassembled and no anomalies were found with the internal components. A corrective action has been initiated to address bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.